Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had alarmed button error. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Customer's blood glucose level was 7 mmol/l at time of reporting. Nothing further reported.